Event description:
It was reported that the plunger of the device was very loose. There was no patient involvement.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The plunger head was loose and rotated. The top case was chipped on the right corner, the right plunger case was cracked, and a battery was missing. The reported issue was confirmed as the plunger head was loose and rotated. The root cause of the reported issue was found to be related to an impact of the device or the device was mishandled. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).